Event description:
Customer complained about sensor reading discrepancies. Customer stated that the difference between the sensor glucose readings and the blood glucose value is between 40 and 100 points apart. Customer stated that he had several issues during the day and night and sometimes the insulin pump would shut off by going into threshold suspend and other sometimes it will be a hundred points higher than the blood glucose value. Customer stated that he has given to much insulin to himself because of the sensor high glucose readings and being unable to check his blood glucose. Customer inserts the sensor in the inner thigh; customer was advised the sensor performance may be impacted. Current blood glucose value is 319 mg/dl. The drive support cap appears normal. No air bubbles found. Insulin did exit the tubing at manual prime and no insulin leaks found. Setting are correct. High pressure test not performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.